Manufacturer narrative:
Due to character restrictions initial reporter telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit leaking helium.

Manufacturer narrative:
Corrected field: d5 (changed from healthcare professional to other). Additional information: event site state: (B)(6) , event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the regulator, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that prior to use , the cardiosave intra-aortic balloon pump (iabp) unit leaking helium. There was no patient involvement.